Event description:
The patient reported a loss of therapy. They were having the device removed on (B)(6) 2016 because it was not doing for them what it should be doing and could not have an MRI. The device was not effective. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.